Event description:
The patient reported that their blood glucose levels reached 14.2 mmol/l (255.6 mg/dl) with ketones of 0.3 while wearing the pod between 5 and 24 hours on the abdomen. It was noted that the cannula was bent and may not have inserted correctly into the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed and damaged in the exposed portion. The soft cannula's length measured out of specifications due to the damage. The damaged soft cannula and its resulting stretch did not impact the fluid's ability to travel the complete fluid path in fluid path testing. Pod data showed no indication that there was a failure to deliver insulin. The exact cause and timing of the soft cannula damage could not be determined. Inspection of the needle mechanism assembly, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted soft cannula could not be determined. During fluid path testing, the hard cannula was observed to be dull indicating an inadequate hard cannula.